Event description:
The customer reported that the pod worked well for about two days, but after that his blood glucose rose to around 300 mg/dl and remained high for three to six hours. When he removed the pod the cannula looked bent. He advised that he was unsure if bent when being removed or during wear.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.